Manufacturer narrative:
On 10 december 2015 we received the batch review report from (B)(4) - the manufacturer of the ceramic components implanted and not marketed in the USA - that did not detect any anomaly. On 04 january 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 05 january 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Revision surgery performed on (B)(6) 2015: plates explanted, cerclage explanted, new cerclages set in. The implants have been left in place as of the poor intraoperative condition of the patient (hb drop to 84). Primary surgery (B)(6) 2015, 1st revision surgery (B)(6) 2015 (MDR 2015-00082), 2nd revision surgery (B)(6) 2015. On (B)(4) 2015 it was communicated that the pathogen is not known. On 04 dec 2015 the medical affairs director made the following analysis: this is reportedly an early infection in a patient in poor general conditions. The post revision xray is compatible with such assumption and shows very defective proximal femur. No reason to suspect a different root cause. Batch review performed on 07 december 2015: lot 146224: 17 items manufactured and released on 17 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell ø 56 code 01.26.45.0056 lot. 147726 (k103352): (B)(4) items manufactured and released on 25 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ceramic head and liner not marketed in the USA and manufactured by (B)(4). Not explanted

Event description:
The reason of the revision is an infection. After approximately 5 months the stem was removed after a periprosthetic fracture and replaced by a quadra-r and also a trauma plate not manufactured by medacta was used. If the infection is only on the plate, the implants will not be removed. Otherwise the whole components will be exchanged.